Event description:
Customer reported that the syringes were cracked during administration and the medication was shooting out the sides. The cracks were not visible. No information was received regarding any serious injury as a result of this product issue.